Event description:
Taghlabi km, bhenderu ls, guerrero jr, et al. Treatment of intrathecal drug pump flipping using fascial flaps: a technical description and case series. Oper neurosurg (hagerstown). 2023;doi:10.1227/ons.0000000000000971 reported events: a 50 year old male with chronic pain syndrome implanted with an intrathecal pump underwent pump revision due to pump flipping. During the revision procedure an inferiorly based rectus fascia flap was elevated to create a new pocket. The pump was then placed into the subfascial pocket and anchored to the underlying muscle. The patient recovered well with no complications. A 65 year old female with chronic pain syndrome and had a history of pump flipping. The patient had pump revision 3 months after implant due to pump flipping. The patient had underwent bariatric surgery resulting in the loss of 45 kg. The patient continued to experience pump flipping and underwent another pump revision within the rectal fascia. This had resolve the patients pump flipping. A 65 year old female with a history of spasticity implanted with an intrathecal pump presented with pump malfunction and flipping making refills difficult. The overlying skin on top of the pump had become very thin, indicating extrusion may occur. The patient underwent pump revision to place the pump in the rectus fascia. A 35 year old male with a history of chronic spasticity implanted with an intrathecal pump presented with very thin skin just above the pump site with impending exposure. A new pump pocket was created, a fasciocutaneous flap based medially and inferiorly was designed. The patient recovered without complications. A 48 year old woman with chronic pain syndrome implanted with an intrathecal pump presented for a pump revision due to an inaccessible pump. The patient had a thick layer of abdominal tissue measuring 4 cm that limited the ability to refill the pump. A more superficial pocket was created. An adjacent bipedicled fasciocutaneous flap was created and de epithelialized. This flap was advanced deeply into the pump pocket and sutured to its base with permanent sutures. This created an elevated base for the pump anchoring. See attached literature article

Manufacturer narrative:
Concomitant medical product: product ID 8637 serial# unknown product type pump product ID 8637 serial# unknown product type pump product ID 8637 serial# unknown product type pump product ID 8637 serial# unknown product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8637, unknown; product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.